Manufacturer narrative:
Date received by MFR: 03dec2019. The technician stated the following. Powered on the unit and checked the brightness of the screen. Since the monitor of this unit is an old model, it is slightly dim for its feature compared to the monitors of the current new model units. Therefore, brightness of the screen of this unit is normal and it is not faulty. The unit will be returned without repaired by request from the customer. Operating hours at the time of return: 15,775 hours. No parts were replaced to address the reported problem. The device was returned prior to testing per customer request. No parts were replaced to address the customer allegation. As such, no parts are available for return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The display screen is dim. There was no patient involvement.